Manufacturer narrative:
(B)(4). The device was returned for evaluation and upon review of the device, the complaint was confirmed for end of pouch not being sealed. Based on completed investigation information, corrective action has been implemented. There was no patient harm. This MDR is filed as a result of an internal retroactive review.

Event description:
On (B)(6) 2017, during a surgical procedure of left atrial appendage management, an atriclip ach245 was being used. Upon inspection of packaging prior to opening the device for use in the sterile field, it was noted that one end of the product wasn¿t completely sealed. Another clip was used and the patient outcome to the procedure was not affected.